Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that patient underwent kyphoplasty surgery at t12 and l2. Intra-op, 4cc cement extravasation occurred. No patient complications were reported during this event.